Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) and healthcare provider (hcp) who reported intraoperative impedances showed all contacts and combinations were within normal limits. When impedances were checked post-operatively there was a suspected open circuit on contact 8 and its¿ bipolar pairs even after impedances were checked multiple times with results showing > 5,000 and >10,000 ohms. The issue did not impact the patient¿s therapy. There were no factors that may have led or contributed to this. The rep spoke with the surgeon about this who stated if it didn't impact the patient¿s therapy, they would not go back in to investigate. The issue was not currently resolved. Relevant medical history includes parkinson¿s disease.